Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be removed. As the lead was fibrosed it was tried to be removed with a laser, however, it got damaged and it was finally surgically abandoned. Whole system was removed. No additional adverse patient effects.